Event description:
It was reported that during a da vinci si prostatectomy procedure, the monopolar curved scissors instrument would not cut tissue. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as the instrument installed on an in-house is3000 test system passed a latex cut test. The scissors cut cleanly through (B)(4) latex. Failure analysis investigation also found the following additional damages to the returned instrument that were not related to the reported event: one blade edge had an indentation below the tip. It was concluded that the damage to the blade was likely due to misuse and mishandling. The instrument's banana plug was bent sideways. The damage to the bent plug will prevent a flush connection of a monopolar cord against the chassis. It was concluded that damage to the blade and plug were likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The instrument's tube extension had a .225 x .060 section of the pad printing that was flaked off. There was a scratch mark on the tube extension where the pad printing was damaged. The instrument's main tube exhibited a hairline crack in the axial directions. Upon removal of the instrument's housing it was discovered that flush tube had a couple of kinks located at the backend. The kinks occurred prior to the flush tube entering the idler block/gimbal plate. Kinks can restrict fluid flow, which will prevent proper flushing of the instrument. The customer reported complaint does not in itself in constitute a MDR reportable event; however; the missing pad printing ink from the instrument's tube extension found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.